Event description:
We had a pollack catheter break inside the patient. They retrieved it using the guide wire from the patient's right ureter. It was removed during the same procedure, no harm to the patient.

Manufacturer narrative:
One used catheter was received. The catheter was observed to be separated into two segments noting the entire catheter to have been returned. The point of separation occurred at 30.6 cm from the distal tip and was observed to be an angular cut. A scrape mark was observed on the proximal segment of the catheter noting the scrape mark to be 8.5 cm long starting 5.3 cm from point of separation. As previously stated, the segment was removed from the patient during the initial procedure without causing any harm. The catheter has been separated and scraped by an instrument of undetermined origin.